Manufacturer narrative:
The reagent information was not provided. Qc was reported to be outside of specification. It was found that the gear pump head replacement was overdue, and there were issues with the sipper nozzle. The investigation determined the event was due to a maintenance issue.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for multiple patient samples on a cobas e 801 analytical unit. The customer provided an example of discrepant results for 1 patient sample tested. The initial result was >250 nmol/l with flag. The customer was prompted to repeat the patient sample because it was accompanied by a data flag. The repeat result was 58.5 nmol/l. The repeat result was deemed correct.